Manufacturer narrative:
Per tandem user guide: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer reported using cartridge beyond labeling. Customer was instructed to change cartridges with humalog insulin every 2 days and change cartridges with novolog insulin every 3 days per the user guide. Customer's blood glucose was 400 mg/dl. Customer declined to troubleshoot the occlusion with tandem technical support.